Event description:
The customer reported that the loudspeaker on the s/5 compact critical care monitor was not working. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.